Event description:
During an atrial fibrillation procedure, air was aspirated into a syringe that connected to the extension port of the sheath prior to catheter and needle insertion. Several aspirations were attempted but the air remained. The sheath set was replaced and the procedure was completed with no adverse consequences to the patient. No additional femoral vein puncture was required for replacing the sheath.

Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing. With no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.